Manufacturer narrative:
H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault with rotation. In a separate visit the lens was exchanged with the same model, longer length and the problem was resolved. The cause of the event was reported as user error. Cause details provided: "user prefer to take lens size 12.6 instead of 13.2 due to objectively and clinically shallow ac".